Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had dislodged after a successful pacemaker implant. Dislodgement was observed under x ray. Abnormal pacing behavior was noted via telemetry. The lead was repositioned on (B)(6) 2018. Patient was discharged.

Event description:
New information received on 9/18/2018 notes that the dislodged lead was in right ventricle (rv). No atrial capture was seen. Patient was stable post procedure.